Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and lower case were cracked, the battery release and lead flex cover were contaminated, the battery drawer and battery drawer o-ring were missing, and the display was missing segments. (B)(4).

Event description:
It was reported that the case of the external pulse generator was cracked near the battery holder. It was noted that the generator was "most likely dropped." The generator was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.